Manufacturer narrative:
Lot number. Expiration date - unknown due to unknown lot number. UDI - UDI number is not required for this product code. Implanted date - device was not implanted. Explanted date - device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was returned for evaluation. Initially, the user declared this complaint, tagging with sr-sfa2225 as its product type. When closely observed the obtained one (1) actual sample and compared to the retention sample of sr-sfa2225. The length of the inner needle and catheter were longer than the declared product type. Based on the shape of the catheter hub, the actual sample was presumed to be sr-ff2232, which has no safety cover. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that a needle stick occurred while using a surflash i.v. Catheter. After the user had prepared some i.v. Catheters (approximately 5 pieces) for the patient whom the user expected it difficult to secure blood access, he/she started the manipulation. Since one (1) piece of i.v. Catheter had no safety cover among the i.v. Catheters, which were failed to be indwelled, the user got needle stick. The user could not identify if the product had originally no safety cover or the safety cover had come off during the usage.